Manufacturer narrative:
(B)(4).

Event description:
Patient and patient's mother contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative advised patient and patient's mother charge the smart device's battery, close other applications, and re-pair the smart device and transmitter, which was successful. No additional patient or event information is available.